Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver pcb and igbt assembly were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The field service engineer reported that the system exhibited an error and was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.